Event description:
It was reported that during a laparoscopic galle procedure, the clips did not close respectively, they closed diagonally. A new device with another lot number was opened and had the same problem. There were no noises or no higher effort. No adverse patient event was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. However 1 pear shaped clip was received in a sample bag. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing?